Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the hdmi cabling to the rack was loose, subsequently causing the reported event. To resolve the issue, the technician tightened the cabling. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the wall monitor to their hexavue ip custom room rack was flickering, no report of injury.